Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The blood glucose level was 230 mg/dl at the time of incident. The self test was performed for the pump alarm and the hardware low level failure alarm happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed selftest, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.